Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that after a case it was noticed the bur had broken off inside of the attachment. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a case it was noticed the bur had broken off inside of the attachment. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.